Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed and alarm was not resolved. Customer reverted to using insulin pens for insulin therapy. Blood glucose was less than 500 mg/dl.